Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flash card was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in a system malfunction during a case. There was no patient injury.